Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that one of their surgeon side consoles (sscs) was not working properly during their case. The customer stated that they tried using the bipolar and foot swap pedal, but neither were responsive. The customer moved to their secondary ssc and completed case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. There was no patient injury as a result of the issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the footrest pedals. The system was verified and ready for use. Isi received the footrest pedals for failure analysis investigation. The pedals were analyzed and no related errors were found in the logs. Upon visual inspection, it was observed that the left blue pedal was pressed but did not click. The unit was installed onto the golden system, and four instruments were connected to test the footrest pedal. During testing, the left blue pedal did not respond to being pressed, nor did the switch pedal.